Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were performed. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were performed. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Further information was requested however, was not provided.